Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced sustained hyperglycemia with a blood glucose of 387 mg/dl for approximately six hours after a supply change, despite multiple subsequent tubing and infusion set changes using a 23-inch teflon inset; the agent assisted with another tubing and site change, and the cannula appeared intact with no leaks. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting with successful completion of a site change. Investigation included guided replacement of the infusion set and tubing with visual confirmation of an intact cannula and absence of leakage. Investigation of this case revealed that the cause of the hyperglycemia remained unclear despite proper set change and no observed hardware issues. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.